Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced presyncopal symptoms including lightheadedness due to electromagnetic interference (emi). The implantable cardioverter defibrillator (ICD) exhibited oversensing that resulted in pacing inhibition for 9 seconds. This occurred two times but the cause was unknown. The ICD remains in use. No further patient complications have been reported as a result of this event.